Event description:
A malfunction alarm occurred on the pump. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was informed to continue using the pump and to contact support if the alarm reappears.